Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found one of the haptics torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -12.5/3.0/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange resolved the problem. Cause of the event was reporter as unknown.